Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The visual inspection of the returned product noted; the obturator, dissector balloon, trocar balloon, lock collar and valve seal appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing; the dissector and trocar balloons were inflated no leaks were detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic hernia procedure, the device would not open balloon. No patient injury.